Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was outside of clinical use at the time of the reported event. The field service engineer (fse) inspected the system onsite and confirmed that the system would not start up. Upon functional testing, the fse checked the pdu power supply and found there was no 24v, 12v and 5v output which confirmed the defect. To resolve the issue, the fse replaced the power supply of the pdu (pd. Scomp.dcps_24v_12v_5v). After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system would not start up. There was no report of harm. Philips has started an investigation of this complaint.